Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis & root cause - evaluation showed that the unit received is an older style a1059 that is no longer serviced by integra. Parts have been obsoleted for this model. Unit will be sent back to customer unrepaired with recommendation for a replacement with a new unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00480. A facility reported that the middle lock knob on mayfield modified skull clamp (a1059) would not lock or unlock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.